Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the tip of the probe broke off during use. Although there was patient involvement, the tip was removed and there was no adverse consequences.

Manufacturer narrative:
Alleged failure: the probe is found broken during use. The broken pieces were collected from patient. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be the probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip of the probe broke off during use. Although there was patient involvement, the tip was removed and there was no adverse consequences.